Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included swelling of legs (feet and legs,symptoms are worse when she wears pants, and is menstruating), heavy periods, asthma, bipolar disorder, post-traumatic stress disorder (related to childhood and early adulthood sexual abuse and trauma), ovarian cyst, gravida ii, weight gain (2nd pregnancy she gained significant about of weight.), other disorders of intestine, constipation chronic and fibromyalgia. Concurrent conditions included anorgasmia, abdominal pain, uterine cervical pain and irregular periods. Concomitant products included ethinylestradiol;levonorgestrel (camrese) and ibuprofen. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: on 23-jul-2018 mr it was reported as patient presents for chronic pelvic pain after essure sterilization 12 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included swelling of legs (feet and legs,symptoms are worse when she wears pants, and is menstruating), heavy periods, asthma, bipolar disorder, post-traumatic stress disorder (related to childhood and early adulthood sexual abuse and trauma), ovarian cyst, gravida ii, weight gain (2nd pregnancy she gained significant about of weight.), other disorders of intestine, constipation chronic and fibromyalgia. Concurrent conditions included anorgasmia, abdominal pain, uterine cervical pain and irregular periods. Concomitant products included ethinylestradiol;levonorgestrel (camrese) and ibuprofen. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2018 mr it was reported as patient presents for chronic pelvic pain after essure sterilization 12 years ago quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.